Event description:
Facility staff attempted to administer device pacer therapy to the pt. Reportedly, when the device pacer functon was initiated, the device would display a svc message and pacing could not be started.